Event description:
Facility reports pt complaining of severe back pain and shortness of breath 10 minutes into the dialysis treatment. Treatment was terminated without returning the blood in the extracorporeal circuit. This was the first use of this dialyzer, it had not been processed. Pt was not hospitalized and discharged to home.